Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a loss of stimulation with programs 1, 2 and 3. There was a return of bladder symptoms. The patient used to feel stim and it helped with her symptoms on program 1 at 1.55v but then she lost stim so she tried programs 2 and 3. She was not able to feel stim until she got to program 4. She had her settings right below the point where she felt stim. The event was noted to have occurred on (B)(6) 2016. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
Additional information from the consumer reported that the only thing that changed was she started working out again and the implant device was not tacked down. It was flipping around. The doctor tacked it down again in (B)(6) 2015 but it was not tacked down anymore at the time of report. The return of bladder symptoms was not resolved. To resolve the issue, the doctor decided to have surgery to replace the interstim and tack down the device again on (B)(6) 2016. It was noted that when the device worked, it changed the patient's life and the manufacturer's representative was helpful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.